Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2014, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed a 14 degree posterior tilt of the filter. One strut perforates the inferior vena cava (ivc) wall approximately 5mm with continued distal duodenum posterior wall contact. Another strut perforates the ivc wall extending medially adjacent to the aortic wall. Another strut perforates 3mm beyond the ivc without spinous muscle contact. Another strut perforates the ivc wall 4mm beyond the wall contacting the duodenum, however, the struts do not penetrate the adjacent vessels or organs.

Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2014, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed a 14 degree posterior tilt of the filter. One strut perforates the inferior vena cava (ivc) wall approximately 5mm with continued distal duodenum posterior wall contact. Another strut perforates the ivc wall extending medially adjacent to the aortic wall. Another strut perforates 3mm beyond the ivc without spinous muscle contact. Another strut perforates the ivc wall 4mm beyond the wall contacting the duodenum, however, the struts do not penetrate the adjacent vessels or organs.